Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was 250ml from the circuit. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment after the incident. The patient was 10-15 minutes short of completing the treatment & did not want to do a re-set up. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.